Event description:
A patient received a blister on their abdomen during an MRI examination. The user facility declined to supply siemens with the involved mr coil for the investigation of this issue. However, the site has isolated the coil pending their own investigation. The customer informed siemens that the involved MRI coil had been damaged approx 1 year ago and the site themselves repaired it using electrical tape.